Event description:
It was reported that during pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. When the faradrive steerable sheath clear was transseptal and the catheter was introduced, air ingress was noticed during aspiration. The procedure was completed successfully using different faradrive steerable sheath clear. No patient complications occurred. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Analysis of the returned sheath found the external valve torn on the outer face which compromised the valves ability to seal pressure and fluid within the sheath. This defect resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation.

Event description:
It was reported that during pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. When the faradrive steerable sheath clear was transseptal and the catheter was introduced, air ingress was noticed during aspiration. The procedure was completed successfully using different faradrive steerable sheath clear. No patient complications occurred. The sheath has been received at boston scientific's post market laboratory.